Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results and to provide a correction to section g4. The incorrect 510k was inadvertently entered on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 device seemed to not hold air. The device was inflated to 15 milliliters (ml), they went away, and when they returned the wrist was bleeding. The user put more air in; however, the air seemed to leak out again. The band involved was replaced with another band and the bleeding stopped. The new band was placed successfully according to the customer. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hippa. A2: age & date of birth: requested, not provided due to hippa. A3: patient sex: requested, not provided due to hippa . A4: weight: requested, not provided due to hippa. A5: ethnicity: requested, not provided due to hippa. A6: race: requested, not provided due to hippa. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.